Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter with a bd angiocath¿ 24ga x 0.75in. The following information was provided by the initial reporter, translated from (B)(6) to english: the surface of the catheter has small blisters that are easily removed when pulled when applying small forces such as light friction with the fingers in a pinch position.

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that there was foreign matter with a bd angiocath¿ 24ga x 0.75in. The following information was provided by the initial reporter, translated from portuguese to english: the surface of the catheter has small blisters that are easily removed when pulled when applying small forces such as light friction with the fingers in a pinch position.